Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hagstrom, r., riina, h.a., britz, g.w., sharashidze, v., chung, c., weiss, h., spetzler, r.f., & nelson, p.k. (2024). Parry-romberg syndrome and an associated complex vascular lesion managed with hybrid strategies: a case report. Neurosurgery practice, 5(1):e00080. Https://doi.org/10.1227/neuprac.0000000000000080. Medtronic review of the literature article found a case review of a 21 year old male patient who underwent successful and uneventfully treated deconstructively by detachable coil occlusion of a recurrent left a1 segment giant fusiform dissecting aneurysm associated with parry-romberg syndrome (prs). The full treatment course required and resulted in rearranging the cerebral vasculature to definitively arrest flow in all segments of the aneurysmal ica-aca continuum and essentially completing the deconstructive occlusion envisioned at the time of prior bypass intervention. It was reported in the article that at the age of 10, the patient had undergone endovascular implantation of 7 overlapping pipeline embolization stents to treat the aneurysm. Though there was no reported device malfunction or deficiency, post-operatively, the aneurysm continued to grow and cause increasing mass effect on the optic chasm, progressively leading to complete visual loss in the left eye and a right hemifield cut. To manage the aneurysm recurrence, retreatment with surgical bypass-supported carotid occlusion was performed. After the bypass procedure, the patient's visual symptoms improved but did not completely resolve. The patient remained clinically stable for several years until follow-up imaging demonstrated a novel adjacent recurrence involving the ipsilateral a1 segment, previously noted to be angiographically normal. The patient underwent an additional coiling procedure with non-medtronic coils for occlusion of the left a1; the distal left a2 was supplied through the anterior communicating artery (acom) and left middle cerebral artery (mca) through the bypass. There was no intraoperative complication and the patient was neurologically stable post-procedure and at discharge. Magnetic resonance angiography (mra) at 6-months post-procedure showed no residual or recurrent aneurysm and a fully functioning bypass.